Event description:
Pt was revised to address notching and loosening of the glenoid. Poly wear of the cup was noted intraoperatively.

Manufacturer narrative:
Examination of the returned products by another country co confirmed the problem. The cause is linked to a prosthetic conflict (concept of reverse joint and position of the metaglen on the scapula). Co reports a review of the device history records found the products within initial specification. For this model of delta 3.2 model, no change planned. On the other hand, the new prosthesis (delta xtend) intergraded this aspect to avoid this risk. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.